Event description:
It was reported that the 9900 system would not display the image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera cables and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.